Manufacturer narrative:
The cause of the bleeding is unknown given the multiple factors in this event. It has been reported that an autopsy will be done, but to date, we have been unable to obtain the autopsy report.

Event description:
A thoracic surgeon performed an uniportal lobectomy for removal of a lung tumor. The surgeon elected to transect the truncus anterior (a major branch of the right pulmonary artery) using the microcutter xchange 30 stapler and white cartridge . The staples were deployed and there was no bleeding noted. The surgeon continued with other aspects of the lobectomy. At least 50 minutes later, there was profuse bleeding from the area of the truncus anterior. The procedure was converted from an uniportal access to an open thoracotomy.